Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a fluctuation in its system impedance measurements, with the measurements still within range. Technical services (ts) was consulted and discussed it could be caused due to the patients aging. Ts recommended further in clinic examination. Additional information received indicates the associated electrode had migrated but it was not of concern and no procedure had taken place. At later date, this electrode was explanted due to a suspected fracture, with it exhibiting noisy signals that were oversensed and one shock was delivered as inappropriate therapy as a result. A new transvenous system was implanted. No additional adverse patient effects were reported.the device has been returned and analyzed.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body surface abrasion approx. 25mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a fluctuation in its system impedance measurements, with the measurements still within range. Technical services (ts) was consulted and discussed it could be caused due to the patients aging. Ts recommended further in clinic examination. Additional information received indicates the associated electrode had migrated but it was not of concern and no procedure had taken place. At later date, this electrode was explanted due to a suspected fracture, with it exhibiting noisy signals that were oversensed and one shock was delivered as inappropriate therapy as a result. A new transvenous system was implanted. No additional adverse patient effects were reported.